Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set broke at the fist luer activated valve. It was further reported the "line broke spontaneously" and the "distal tubing fell to the ground and intravenous solution poured from the line". This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which revealed that the tubing was separated from the y-site clearlink . A dimensional testing was performed; separation was identified near the first y-site and tubing joint. The reported condition was verified. The cause of the condition is related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.